Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was not working at all and the upper trigger was sticking. It was noted the electric motor and electronic control unit were not functional and there was residue (dried liquid) on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and possible immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was not working at all and the upper trigger was sticking. It was also noted that the electric motor and electronic control unit were not functional and there was residue (dried liquid) on the internal components. It was not reported if there were any delays in a surgical procedure. An identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.